Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip detached at 6,780 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported. The device was not returned for eval.